Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. Visual inspection and magnetic functionality test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample was performed, and the peek housing was observed broken with wires exposed. A magnetic functionality test was performed, and error 105 appeared on the carto 3 system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device number lot 31233392l and no internal actions related to the complaint were found during the review. The open circuit found could be related to the reverse icon issue reported by the customer, therefore, the complaint was confirmed. The potential cause of the open circuit could not be conclusively determined. The potential cause of the broken peek housing could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft because twisting may damage the tip electrode bond and loosen the tip electrode. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar thermocool for which biosense webster¿s product analysis lab (pal) observed that the peek housing was broken with wires exposed. Initially, it was reported that during the operation, the catheter was recognized by the carto system, however, the icon direction was opposite on the screen. A second device was used to complete the operation. There was no adverse event reported on patient. The reverse icon issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 05-sep-2024, the peek housing was observed broken with wires exposed. This was assessed as MDR reportable with an awareness date of 05-sep-2024.